Event description:
The hcp reported the pump battery was alarming and the patient was experiencing a lack of relief. The hcp was unable to aspirate from the catheter. In the operating room, the catheter was reported to be fine and the hcp could aspirate from it. The pump was explanted due to battery failure after an implant time of 34 months and replaced.